Manufacturer narrative:
Add'l info obtained indicated that the target lesion for the procedure was the left anterior descending (lad) coronary artery. The indication for the procedure was angina and the procedure was elective. The lesion was reported to be: a 70% stenosis, and calcified. A medtronic sprinter 2.0 x 20mm balloon was used to pre-dilate the lesion at 10 atm/duration unk. The pt was treated successfully without injury. There was no info given regarding the stent used to treat the lesion/pt. No add'l info was available. Please note that device is distributed outside the us, however, it is similar to the us product. The prod was returned for eval and testing; however, the engineering eval is not completed. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure, the physician went to inflate the stent delivery sys (sds) balloon to deploy the cypher select plus 3.0 x 33mm stent, but the balloon did not inflate. The physician reported that the difficulty inflating the device was due to a crack on the connection hub of the stent. The physician removed the sds from the pt and used a new stent. The procedure was reported to have been prolonged by ten (10) mins due to the difficulty with the device. There was no reported pt injury.